Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell against a book case causing the pump touch screen to become shattered and non-functional due to the damage. Customer's blood glucose was 113 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.